Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the clamp is broken and is missing part of the claw. No patient involvement.

Event description:
The customer reported that the clamp is broken and is missing part of the claw. No patient involvement.

Manufacturer narrative:
H9; z-2882-2020 h7 & h9 fields are updated this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced sizer, small claw, rear case, rt handle, tube drive, sleeve drive, wiper seal, carriage block assy and rt iui. Performed calibration. A review of the device history record showed the device had a manufacture date of (B)(6) 2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed, which confirmed that this device was involved in a production failure q6- 200033505, which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to broken (damage) of the syringe sizer sensor. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.